Event description:
New information received on july 2, 2019 noted that the patient passed away due to acute intoxication, alcohol, and alprazolam.

Manufacturer narrative:
A partial lead measuring 23.8 cm was returned in one piece. Electrical testing and visual inspection found no anomalies except procedural damage.

Event description:
Related manufacturer reference numbers: 2017865-2019-04794 and 2017865-2019-04796. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.